Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 8297613. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Event description:
It was reported that pegasus gn 18ga x 1.16in prn-cap y needle was broken. This was discovered before use. The following information was provided by the initial reporter: intravenous indwelling needle was intended to be used for the patient. But the steel needle was found to be broken by quality inspection before using, it was replaced immediately.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pegasus gn 18 ga x 1.16 in prn-cap y needle was broken. This was discovered before use. The following information was provided by the initial reporter: intravenous indwelling needle was intended to be used for the patient. But the steel needle was found to be broken by quality inspection before using, it was replaced immediately.